Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient had gone to the emergency room on (B)(6) 2013 and again on (B)(6) 2013 for what she described as second and third degree burns over her ipg pocket site. Follow-up information identified the patient had an appointment with her physician on (B)(6) 2013. The patient had failed to keep appointments prior to her (B)(6) 2013 appointment. It was noted, the patient did not want to be seen by a sjm representative. It was also noted, the heating was not associated with charging. No further information is available.